Event description:
This spontaneous report was received on (B)(4) 2012 from an approximately (B)(6) female consumer reporting on self from (B)(6). Follow-up information received on (B)(4) 2012 confirmed that the product involved was identified as same/similar to a us marketed device. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using ob procomfort mini 56s, for menstruation (route: vaginal, lot number b1970w12, frequency and expiration date unspecified). After an unspecified duration, the parts of the cotton were stuck in her vagina. She consulted a health care professional and no details were provided. The action taken with the device and outcome of the event were unknown. After analyzing two samples of tampons received from the consumer, no defect could be found. For more specific description of the particular defect, defected samples would be required. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in (B)(4).

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (ob procomfort regular 40s). This closes out this report unless additional follow up information is received.